Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Report source, foreign event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamers lose their sharpness over time. This causes surgery time to increase and instrument effectiveness to decrease.

Event description:
The reamers have loss their sharpness over time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. It was concluded that the condition of the spherical cutter indicates that the cutters have been used in multiple surgeries and as a result became blunt. Dimensional analysis confirmed that the returned products conformed to predefined specification. There is no indication, with the information available, that there is any non-conformance in the products as manufactured. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow up report is being submitted to relay additional information.